Manufacturer narrative:
Product ID 8709, serial#(B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that for approximately one week, the patient had been experiencing severe respiratory issues. It was not known when the last pump refill occurred. The patient had been in the intensive care unit for the ¿past two days.¿ the patient did have chronic respiratory issues; chronic obstructive pulmonary disease (copd) and hypercapnia which combined with the intrathecal drug in the pump was suppressing/inhibiting the patient¿s respiratory drive. The patient¿s follow up physician was aware. This device system delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.